Manufacturer narrative:
The customer additionally used a second lot, lot 522521; lot 522521 was addressed in 3005248192-2021-00460. Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: review of the manufacturing packet for alinity m sars-cov-2 amplification reagent kit (list 09n77-095) lot 522525 did not identify any issues which could result in the reported complaint. No issues were found during qc testing. The qc 2-f amp kit masterlot testing met all acceptance and validity specification criteria. A lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m sars-cov-2 amplificaiton reagent kit (list 09n78-095) lot 522525. A product deficiency could not be identified as a result of this review.

Event description:
Customer reported a false positive result on the alinity m sars cov-2 assay. A patient samples was tested twice on (B)(6) and generated positive results each time. The patient is questioning the results because they had 2 negative tests, one on the (B)(6) and one on (B)(6). The patient had also tested positive on (B)(6), (B)(6), (B)(6), and (B)(6). The customer is not aware of any adverse impact to patient management. This event was previously reported via 3005248192-2021-00460, however it was identified in the course of investigation that two lots were used by the customer. 3005248192-2021-00460 indicates lot 522521 and therefore this report is being sent to address the second lot, lot 522525.